Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely depressed sodium (na) result was obtained on a patient sample on a dimension exl with lm integrated chemistry system. Quality control (qc) and calibration were acceptable before the erroneous result. Before the siemens visit, the customer replaced standard (std) a, and integrated multisensor technology (imt) sensor, corrected the negative dilution check bias and ran qc which recovered acceptably. Siemens remotely assisted the customer and replaced the sample diluent, fresh dilution check solution, reseated std a tubing, repeated the dilution check, checked port alignment and dilution syringe pump both recovered acceptably. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse verified the integrated multisensor technology (imt) pump rate, flossed imt rotary valve ports, replaced imt rotary valve x seal and lubed with krytrox, primed imt fluids and performed imt calibration x3 times and performed imt dilution check and accepted correction factor. Further performed imt precision and ran qc which recovered acceptably. Siemens further evaluated the event and concluded that the flow problems through the imt potentially contributed to the event. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a falsely depressed sodium (na) result was obtained on a patient sample on a dimension exl with lm integrated chemistry system. The initial result was not reported to the physician(s). The sample was repeated on an alternate dimension instrument. The repeat result recovered higher than the initial result and was considered correct. The repeat result was reported as correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed na result.